Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock. The device exhibited red alert due to high shock impedance measurements, measuring greater that 125 ohms on the right ventricular (rv) lead. The device recorded a code 1005. Technical services (ts) reviewed and stated to have the lead revision. This device remains in service. No adverse patient effects were reported.